Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6947 lead, implant date unknown; 4574 lead, implant date unknown. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. It was further reported that the left ventricular (lv) lead was exhibiting low impedance and unstable sensing. The lead remains in use. No patient complications have been reported as a result of this event.